Manufacturer narrative:
H6 code 1903 was reported incorrectly on the initial report that was submitted. Component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the investigation has been completed. No product was returned but the event logs were returned on 20-oct-2025. Optical sensor issue: clinical details noted that during setup and prep of the impella 5.5, there was a peak signal-to-noise ratio alarm with dashed out placement signal. They attempted to reseat the white cable multiple times as well as switching out the console. The pump was replaced. Data log review showed signal-to-noise ratio (snr) around 7000, contrast at approximately 28%, gain at approximately1.4, and lamp at approximately 85% in the first minute of data logs. After switching consoles, snr was approximately 7000, contrast at approximately 32%, gain at approximately 1.9, and lamp at 100%. Placement signal was out of range at 3000. The log review of automated impella controller revealed that optical calibration was unsuccessful since g0=0 even after multiple attempts. The cause of the optical sensor issue was eeprom corruption since the log review showed unsuccessful optical calibration with g0=0. Device history review: the pump passed all post-sterile inspection checks.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient collapsed during a firefighting training exercise, cardiopulmonary resuscitation was immediately initiated, and the patient was taken to the emergency room. The patient was then cannulated for veno-arterial extracorporeal membrane oxygenation (va ECMO) and then was urgently rushed to the cardiac catheterization laboratory to have an angiogram, swan, and impella cp placed. A high-risk catheterization was performed to treat a blockage in the left main coronary artery (lmca) via the left common femoral artery. Angiography confirmed the lmca blockage, and the patient received an impella cp for temporary heart support. A penumbra catheter was used to remove the blood clot blocking the lmca and stents were placed in both the left anterior descending and left circumflex arteries. The patient was stabilized, a distal perfusion catheter was connected to the arterial line of the va ECMO circuit for further support, and the patient was transferred to the cardiac care unit in critical stable condition. The patient remained on impella cp support for five days without issue, and the medical team made the decision to escalate the patient to an impella 5.5 for increased support. The patient was brought to the operating room for impella 5.5 implant and impella cp explant. The initial impella 5.5 selected for use had ¿placement signal not reliable¿ codes that occurred during the set up of the device. Multiple attempts were made to resolve the issue, including attaching the impella 5.5 to a different automated impella controller unit, but ultimately the set-up was aborted and a new impella 5.5 was used. The second impella 5.5 pump was successfully primed and set up without issue. Left ventricle access obtained and the impella 5.5 insertion attempt was made but resistance was met at the aortic valve with the impella cp in place. After successfully crossing the valve, it was reported that the impella 5.5 would only advance approximately two centimeters (cm) across the valve. The physician made the decision to not use the ¿double barrel technique¿ and direction to advance impella 5.5 to two cm by company support after the impella location was measured at one cm with transesophageal echocardiogram. As result, the impella 5.5 was pulled back across the aortic valve during the pullback of the impella cp. Attempts were made to recross the aortic valve with the impella 5.5, however when the impella 5.5 recrossed, it rotated 180 degrees with the outlet cage and motor housing sitting in the left ventricle, and the inlet cage in the aorta. The impella 5.5 was completely removed; left ventricle access was reobtained with a guidewire and the impella 5.5 was successfully reinserted. The guidewire was removed, and impella 5.5 support was successfully initiated. It was reported that after impella 5.5 support was initiated, the patient¿s right ventricle showed further signs of decompensation and failure, and the decision was made to add an additional circuit to va ECMO circuit for protek cannulation (vp ECMO). The impella cp was then successfully removed, and the impella cp access site was closed. The patient then began having flow and suction issues on both va/vp ECMO and impella 5.5. The impella 5.5 displayed pump saturation and flows decreased from a mean of min of 3.5 to a max of five (liters per minute) l/min to 0.1 l/min of flow. To attempt to prolong pump failure due to the pump saturation and low flows, the medical team decided to add tissue plasminogen activator to the purge solution and lower the p-level of the pump. Additionally, it was noted that the protek cannula of the vp ECMO was possibly too deep and the patient received volume as needed for the suction events on both vp ECMO and impella 5.5 the following day, impella 5.5 had a pump failure. The impella 5.5 was explanted, and the patient closely monitored for a repeat impella 5.5 implant if needed. The patient remained on va/vp ECMO and was noted to be in very critical condition with a very guarded prognosis. This complaint involves two impella 5.5 pumps: pump 1: impella 5.5 with serial number: (B)(6). Pump 2: impella 5.5 with serial number: (B)(6). This report specifically addresses the first impella 5.5. A separate report was submitted for the second pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.